Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that when bellavista 1000 ventilator turn on, the unit shows 316 blower failure error. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. As a resolution, vyaire ts advised customer that both the blower and main electronic needs to be replaced.